Event description:
The customer reported a disconnection between the valve and the ramp during the infusion of lasilix medication. From the reported info there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model/catalog number identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated as "UDI". Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the logs/device be received for eval.